Event description:
Report status: malfunction. Report rationale: balloon rupture is likely to cause or contribute to patient injury. Device issue: balloon rupture. It was reported that it was a heavily calcified lesion with a 90% stenosis and mild tortuosity. The voyager was inflated first at 8 atm then during the second inflation, the balloon ruptured at 12 atm. A nc mercury was used to complete the procedure. No additional patient or event information is available.

Manufacturer narrative:
Evaluation summary: quality assurance analysis revealed that the balloon catheter was returned with blood visible in the guide wire lumen, inflation lumen, and balloon. There was contrast visible in the inflation lumen. The balloon was unfolded. There was a pinhole 6 mm distal to the proximal marker. There were radial scratches next to the pinhole. There was no other damage noted to the balloon catheter. Product performance engineering (ppe) reviewed the incident information and the analysis of the returned device. It was reported that the rx voyager was inflated twice and during the second inflation to 12 atm the balloon ruptured. Factors that can contribute to balloon rupture include, but are not limited to, balloon damage during manufacturing, materials, interactions with other devices, patient anatomy, lesion calcification, lesion tortuosity, or insufficient preparation prior to use. It was reported that the target lesion was the cx vessel, which had mild tortuosity and heavy calcification, which may have contributed to the rupture. Per the device instruction for use (IFU) "treatment of moderately or heavily calcified lesions is considered to be moderate risk, with an expected success rate of 60 - 85% and increases the risk of acute closure, vessel trauma, balloon burst, balloon entrapment and associated complications." Analysis of the returned rx voyager found multiple radial scratches and a pinhole in the area of the scratches. The lot history record's reliability engineering on-line destructive testing showed that the balloon catheter samples, rupture testing data, far exceeded rated burst pressure (rbp). Since the device was able to be prepared for use and used for at least one inflation, and the balloon surface was damaged as it is normally seen after interaction with another device or surface such as the reported highly calcified lesion, the issue appears to be related to the circumstances during the procedure and not a manufacturing related quality issue. This MDR is considered closed by the product performance group.